Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had undergone tkr surgery with amk more than 10 years ago and the surgeon decided to do revision surgery due to pe liner wear reviewing x-ray.

Manufacturer narrative:
It was reported that the patient had undergone tkr surgery with amk more than 10 years ago and the surgeon decided to do revision surgery due to pe liner wear reviewing x-ray. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.